Event description:
International affiliate reports that during a sacroplasty for s2 fracture, the interface of the confidence kit¿s vial and delivery system leaked. The saline solution flowed out of the leak and the delivery system lost pressure, being unable to pump the remaining cement left in vial. A new kit was opened to proceed with good patient outcome. The difficulty resulted in a minimal delay to the procedure of approximately five minutes. No patient issue.

Manufacturer narrative:
The confidence 11cc spinal cement system was returned for evaluation. No visual defects were observed on the device during initial inspection. A performance test on the system found water to be leaking between the vial cap and vial. Further inspection found that the cap o-ring was torn. A device history record review could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the confidence cement system was conducted on the family. This analysis found no systemic trends that require further action. The root cause for the water leaking can be attributed to the torn o-ring however it is unknown how the o-ring became torn. No corrective action/preventive action is required at this point as there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.